Event description:
The patient's mother contacted animas on (B)(6) 2012 to report the subject pump would not power on. The reporter informed customer support that the pump gave an empty cartridge warning sometime during the night. The patient's mother claimed instead of confirming the empty cartridge alarm the patient disconnected from the pump and removed both the battery and cartridge because, he reportedly got tired of the beeping sound. On the morning of (B)(6) 2012, the reporter claimed when she put same battery back into the pump it would not power on. The patient's mother stated, the patient's blood glucose (bg) was 433 mg/dl and he had tested positive for ketones. The reporter denied that the patient developed any other symptoms suggestive of hyperglycemia. At the time of troubleshooting, the reporter confirmed the pump powered on when a new battery was inserted. The patient's mother refused to troubleshoot the pump and she felt it was working fine. This complaint is being reported because, the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm and replace the cartridge as recommended in the owner's booklet.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: power on resets observed in the black box. Battery compartment is cracked from threads to case seal. Returned battery cap has stripped threads and is unable to fully secure to the pump; duplicating a power issue. A new test battery cap was able to carefully tighten and was used to exercise the pump for 24hr duration period; no power interruptions or alarms were duplicated during this time. Pump successfully completed a delivery accuracy test. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed.